Manufacturer narrative:
A wallflex biliary rx delivery system was returned for analysis. The stent was not returned for analysis. A visual examination found that the outer sheath was retracted from the tip. A visual and tactile examination found the catheter kinked 25mm distal to the proximal end of the sheath. The inner shaft was stretched. A kink was also noted to the stainless steel tube 108mm distal to the proximal handle. During the product analysis, the delivery system can be closed but with resistance due to the kink in the stainless steel tube. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The catheter shaft was found to be kinked and the inner shaft was found to be stretched. In addition, the stainless steel tube was kinked distal to the proximal handle. Although device analysis identified that the outer sheath was fully retracted, it is not possible to determine if the device was in this condition during removal. The directions for use state that the tip should be flush with the end of the outer sheath. The device was not received in this condition. The damage noted during analysis was consistent with excessive force being applied to the delivery system which possibly occurred during the removal of the delivery system. The cause of the reported complaint and the noted device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. The dfu states ¿post-deployment, the operator is instructed to remove the device as follows: after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guide wire through the endoscope". Device analysis identified that the tip was not flush with the outer sheath. The outer sheath was fully pulled back, exposing the inner. However, it is not known if the device was in this condition during the initial attempts to remove it from the patient or if the sheath was retracted after the device was removed from the patient.

Event description:
It was reported to boston scientific corporation on october 14, 2015 that a wallflex biliary rx stent system was implanted in the d1 segment during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat an obstruction due to pancreatic neoplasm.. Reportedly, the patient's anatomy was not tortuous. During the procedure, after reaching the target area, the physician was able to deploy the stent without any issues. However, the nurse experienced difficulty removing the delivery system and attempted to re-sheath it twice. The physician tugged to remove the catheter but pulled the stent down slightly from the desired location in the process. The stent was left implanted. A week after the ercp procedure, the patient returned with high bilirubin count. A plastic stent was then placed within the wallflex biliary rx stent system to get proper flow. The patient was not discharged from the hospital but was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was implanted in the d1 segment during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat an obstruction due to pancreatic neoplasm. Reportedly, the patient's anatomy was not tortuous. During the procedure, after reaching the target area, the physician was able to deploy the stent without any issues. However, the nurse experienced difficulty removing the delivery system and attempted to re-sheath it twice. The physician tugged to remove the catheter but pulled the stent down slightly from the desired location in the process. The stent was left implanted. A week after the ercp procedure, the patient returned with high bilirubin count. A plastic stent was then placed within the wallflex biliary rx stent system to get proper flow. The patient was not discharged from the hospital but was reported to be stable.